Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite ous mr 32 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kink. A visual examination of the outer and inner lumen and mid-shaft section of shaft polymer extrusion found no evidence of damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17sep2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The concentric target lesion with a significant bend of >= 90 degrees was located in the mildy calcified mid to distal right coronary artery. A 32x2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and another promus premier with buddy wire was advanced and completed the procedure. No patient complications were reported nad the patient's status was stable. However, returned device analysis revealed stent damaged.